Event description:
It was reported that the patient was no longer getting adequate coverage due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five weeks following the implant procedure.